Event description:
Customer called in to ask for a service call on a rotaflow pump. The unit stopped during a case. The perfusionist was able to restart the unit and continue with the case to completion. (B)(4).